Event description:
It was reported that the patient experienced four hyperglycemia events on (b)(6) 2026. The high blood glucose level was treated by correction bolus via pump.

Manufacturer narrative:
MDR 3003442380-2026-57015 / Initial 2 of 4 Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380